Manufacturer narrative:
(B)(4) inspected 1 opened/used sensor and found the sensor broken. The broken part was missing and it could not be verified if the customer had received sensor damage as a result of returning, opening, or using the sensor.

Event description:
The customer reported via phone call that her sensor alarmed with a bad sensor alert. The patient's blood glucose at the time of incident was 111 mg/dl. Troubleshooting was initiated for the bad sensor alert. The customer had not been participating in any activity at the time of alert. The bad sensor alert occurred after a second consecutive calibration error. The customer was advised on the timing of calibrations that lead to the alert and calibration protocol. The sensor was returned for analysis and a replacement sensor was shipped to the customer.